Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Fracture and misfire were was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10120. Endovascular stent graft allegedly experienced fracture and misfire. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years of age, the weight is (B)(6) lbs; however, the gender was not provided.